Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon second inflation at 12 atmospheres for 15 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no complications as a result of this event, and the patient was in good condition after the procedure.